Event description:
It was reported that a no flow was observed in an lv 10 infusor. This occurred during a patient infusion of an unknown drug(s). There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  Should additional relevant information become available, a supplemental report will be submitted.